Event description:
The head of the polyaxial screw detached when the surgeon took off the retaining sleeve and screwdriver. The surgeon toggled just a bit to get the screwdriver off from screw, and at that moment the head popped off from the screw. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The present pedicle screw was analyzed for conformance to print specifications. The device history record was also researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings it is concluded that the cause of failure is not due to any manufacturing non-conformances. The exact cause of this occurrence is undetermined. Based on the complaint description it is possible that an excessive angle of the instrument during the attempt of removal caused this occurrence.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device history record review results: DHR review found 1 ncr ((B)(4)) for condition code ¿ part no. 21034, lot #6599623. Material had condition code change from srr to anr during order lead time, ncr disposition was "use as is". Ncr's nonconformance is not relevant to complaint condition because condition code would have no affect on product falling apart. No other discrepancies were noted that would be associated with this complaint. (B)(4)